Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. Covidien was not authorized to evaluate the device. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).